Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that trial spacers were not sitting flush inside the trial shells. Second, the trial spacers became stuck on the neck segments and broach after trialing and going through a range of motion and they had to use a bone tamp to knock off. Thirdly, they couldn¿t get the trial spacer removed from the shell trial as the surgeon wanted to trial a -3 spacer. Eventually they got the +0 spacer out of the shell but had to destroy in the process.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.